Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. Device labeling addresses the reported event as follows: method of use ¿ posology: "juvéderm® volbella¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Warnings: check the expiry date on the product label."

Event description:
Patient reported they were injected less than a month ago with three products and one of them, juvéderm® volbella¿ with lidocaine, "had been out-of-date for two months." There is no adverse event reported.